Event description:
The physician attempted arteriotomy closure following a diagnostic procedure. The pt's grin was reported to be scarred from a previous femoral/popliteal procedure. It was reported that a double cuff miss occurred. Resistance was met during the removal of the device from the artery. It was reported that the device was "wiggled from side to side and it broke off just above the foot". The pt went to surgery where a cut down was performed to retrieve the device. The pt is reported to be "doing well".